Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being at a higher temperature than normal was not confirmed. The system controller was not returned for evaluation and no log files were submitted for review. Multiple requests for additional information (including if the issue has resolved and if log files are available) were made; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 13jul2018.. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿system operations¿ informs the user not to place the system controller on bare skin for an extended period of time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The heartmate 3 patient handbook section 9 ¿testing and classification¿ and heartmate 3 instructions for use section 2 ¿system operations¿ state that the acceptable temperature range to use the heartmate 3 system controller in is 32 degrees fahrenheit to 104 degrees fahrenheit. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient called their healthcare provider with concerns of their controller being a higher temperature than normal. This high temperature could be felt when the controller was in the patient's shoulder bag. There were no alarms and the pump had normal parameters; the patient did not have a fever.